Manufacturer narrative:
In response to FDA report number: mw5164371. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "during a routine breast implant exchange, it was found that the allergan natrelle bio cell textured implant had ruptured. The surgical technique was changed as a result and the entire breast cavity was cleaned out. This added an hour of surgical time to the procedure. This record is for right side. Device was explanted.